Manufacturer narrative:
Batch review performed on 26 august 2021: lot 2002617: (B)(4) items manufactured and released on 20-july-2020. Expiration date: 2025-july-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional information: the revised liner was from competitor.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 10 days after primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.